Event description:
It has been reported to us that during the procedure the distal tip of the guide wire became unraveled. The physician inserted the guide wire into the pt and advanced it forward into the lesion. The physician inserted a balloon catheter and advanced it forward, however, had difficulty crossing the lesion site. The physician pulled back on the guide wire and then noticed that the distal tip of the guide wire became unraveled. The physician was able to successfully remove the guide wire from the pt. The pt is reported to be fine. The device will not be returned for eval.

Manufacturer narrative:
The customer has indicated that the subject device will not be returned for eval. Therefore, an engineering analysis of the subject device can not be performed. The lot number for the device is known and therefore, a review of the device history record will be conducted. Device discarded - not returned for eval.